Event description:
The nurse contacted baxter sale representative and reported that a patient that was on an unknown drug therapy for 05 months, went to the hospital and reported abdominal pain for three days. Peritoneal fluid was not turbid. The nurse stated that they observed a foreign residue inside the tube of the set. The clinic performed clinical analysis on patient, changed the transfer set and started the protocol for peritonitis with antibiotic. The clinic collected material of solution and set for microbiological tests. There was no patient injury or medical intervention indicated at the time of the initial report

Manufacturer narrative:
(B)(4). A picture of the sample is available for evaluation. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). A picture of the sample was available for evaluation. The picture was visually inspected, and particulate matter was noted in what appeared to be inside the silicone tubing. Since no further investigation could be performed, the complaint was not confirmed for patient reaction. The cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.